Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-jul-2023. H6: investigation summary: the complaint that fluid sprayed from the extension set could not be confirmed from the representative samples that were provided for investigation. The affected units were not provided by the complainant. A functional test revealed all samples met the back pressure requirement per the specification. A visual observation confirmed the slit length of some representative samples were out of specification; however, attempts to replicate the reported event with these samples were unsuccessful, which suggested that additional unidentified contributing factors were likely involved. While the root cause of this issue could not be established, potential contributing factors to the reported event include flushing against resistance. Although the representative samples and available data do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A lot number was not reported by the customer nor was the actual sample returned for investigation. The customer did send in representative samples from all lot numbers they currently had in inventory at their facility. A chc and a DHR have been performed.

Event description:
It was reported that during flush with bd ext¿ stabilized extension set with nearport¿ IV access back pressure in the IV site sprayed nurse. Patient was hiv positive. The following information was provided by the initial reporter: it was reported by customer that they had another splash event on a different department with a patient that was hiv positive. The nurse was flushing the j loop on the ext tubing and felt no resistance when she received splashing from the flushing that came through the peripheral port where they would connect the pivo device to. She has followed up with our employee health for appropriate testing verbatim: I wanted to pass along that we had another splash event on a different department with a patient that was hiv positive xxx and xxx are aware of the event as well the nurse was flushing the j loop on the ext tubing and felt no resistance when she received splashing from the flushing that came through the peripheral port where you would connect the pivo device to she has followed up with our employee health for appropriate testing.

Event description:
It was reported that during flush with bd ext¿ stabilized extension set with nearport¿ IV access back pressure in the IV site sprayed nurse. Patient was hiv positive. The following information was provided by the initial reporter: it was reported by customer that they had another splash event on a different department with a patient that was hiv positive. The nurse was flushing the j loop on the ext tubing and felt no resistance when she received splashing from the flushing that came through the peripheral port where they would connect the pivo device to. She has followed up with our employee health for appropriate testing verbatim: I wanted to pass along that we had another splash event on a different department with a patient that was hiv positive xxx and xxx are aware of the event as well the nurse was flushing the j loop on the ext tubing and felt no resistance when she received splashing from the flushing that came through the peripheral port where you would connect the pivo device to she has followed up with our employee health for appropriate testing.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter state: address information was not able to be obtained, therefore, pa was used as a place holder based off user facility. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.